Event description:
It was reported that this right atrial (ra) lead exhibited noise. Boston scientific technical services (ts) found that there is far-field but it is not oversensing. Boston scientific technical services (ts) also discussed that there are also some but that are not oversensed and also discussed options for possible programming. The lead remains in service to date. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).